Event description:
Related report manufacturer number:3006705815-2023-00797. It was reported the patient's system was unable to put into MRI mode due to high impedances. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Event date is estimated. A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.